Event description:
Kimberly-clark received a report stating that a critical care patient had been ventilated for two days. The patient was in distress, the set tidal volumes were not being achieved, the ventilator alarms were active, and it sounded like the patient had a leak in the cuff. The situation deteriorated, so a decision was made to extubate and then re-intubate the patient. When she went to extubate the patient, she deflated the pilot balloon twice with 10 milliliters and then removed the tube. The pilot balloon was completely flat. The cuff, however, was deflated on one side, but inflated on the other. They had a size 8.0 microcuff in place. The patient remains in critical condition. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history records is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.